Manufacturer narrative:
Correction - d4 cat# and lot#, d9 product available to stryker. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. Since it was reported that bone chips came out along with the drill after being pulled out from the sleeve, the user continuing to drill despite bone chips being accumulated may have contributed to the reported failure. However, since the drill was not returned and therefore could not be inspected, it is impossible to make any statement regarding whether the drill contributed to the event or not. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
When distal drilling was performed, the drill no longer passed through the drill sleeve. Since the drill was stuck in the drill sleeve, the drill was tapped out with a hammer. Bone chips came out along with the drill. The surgery was completed using another sleeve and drill tip. After the surgery, the drill was passed through the subject drill sleeve without any problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When distal drilling was performed, the drill no longer passed through the drill sleeve. Since the drill was stuck in the drill sleeve, the drill was tapped out with a hammer. Bone chips came out along with the drill. The surgery was completed using another sleeve and drill tip. After the surgery, the drill was passed through the subject drill sleeve without any problem.